Event description:
The patient was in the beach chair when it was noticed that the chair became disconnected from the table. To correct the situation, several people held the patient, (stillsecured to the beach chair) up from dropping. These people were under the operating room table, while others reattached the device to the operating room table. The patient was not injured. Our biomedical investigation concluded that this is a human factors issue because there is no clear indication if the latch is properly secured.